Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, high capture and non-consistent capture on the rv lead at maximum output was noted. During revision, the sense/pace portion of a previous capped medtronic lead was used. The sense/pace portion of the rv lead was capped.